Event description:
An onsite technician from the end user reported that the mechanical structure of a linear IV collimator unit, serial number (B)(4), separated from its mount. No injury was reported.